Manufacturer narrative:
The failure was confirmed through functional testing, disassembly and visual inspection by the repair technician. It was determined that the e-box required replacement as it was leaking oil due to a seal failure. The affected components were replaced. The device passed all final inspection activities prior to return to the customer.

Event description:
It was reported that the oil is leaking out of the handpiece. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.